Event description:
On (B)(6) 2010, the customer reported to cardinal health that three nurses had irritation issues with the glove. Rn developed a reaction on her hands, and dry/burning nares. It is known that she sought medical care but it is not known what treatment was given.

Manufacturer narrative:
The customer was not able to identify the lot number, therefore, the device history record could not be reviewed. Historical trending was done. The customer was not able to provide the sample, therefore, the root cause could not be identified. A small percentage of the population may experience allergic reactions to some of the anti-oxidants and accelerators which may be added during the mfg process. Often reactions may be caused by contact dermatitis and may not be allergic in nature at all. We will continue to monitor complaints for any trends.

Manufacturer narrative:
The customer was not able to identify the lot number, therefore the device history record could not be reviewed. Historical trending was done. The customer was not able to provide the sample, therefore the root cause could not be identified. A small percentage of the population may experience allergic reactions to some of the anti-oxidants and accelerators which may be added during the mfg process. Often reactions may be caused by contact dermatitis and may not be allergic in nature at all. We will continue to monitor complaints for any trends.

Manufacturer narrative:
The customer was not able to identify the lot number, therefore the device history record could not be reviewed. Historical trending was done. The customer was not able to provide the sample, therefore the root cause could not be identified. A small percentage of the population may experience allergic reactions to some of the anti-oxidants and accelerators which may be added during the mfg process. Often reactions may be caused by contact dermatitis and may not be allergic in nature at all. We will continue to monitor complaints for any trends.

Event description:
On (B)(6) 2010 the customer reported to cardinal health that three nurses had irritation issues with the glove. Rn developed rash/breaks in skin/pain/itching. She sought medical care and was given hydrocortisone cream.

Event description:
On (B)(6) 2010 the customer reported to cardinal health that three nurses had irritation issues with the glove. Rn developed a red, bumpy, itchy and painful rash. She sought medical care and was given clobex lotion.